Event description:
It was reported that the clinician could not interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076-45 implantable pacing lead implanted: 2003-(B)(6), 5076-52 implantable pacing lead implanted: 2003-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.